Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using rotarex device antegrade, in the right leg, afs. It was reported that, during the procedure, the catheter allegedly broke. It was further reported that the broken part was detached inside the patient body. Later, the broken part was completely removed from the patient. No harm occurred to the patient, and the rotarex catheter could be pulled back through the sheath. The procedure was then completed with deb and stent without complications.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using rotarex device antegrade, in the right leg, afs. It was reported that, during the procedure, the catheter was allegedly broken. It was further reported that the broken part was detached inside the patient body. Later, the broken part was completely removed from the patient. No harm occurred to the patient, and the rotarex catheter could be pulled back through the sheath. The procedure was then completed with deb and stent without complications.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing narrative: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation a catheter was received. The test guide wire went through the catheter with slight resistance. The aspiration test was performed, and slightly lower aspiration level than nominal was achieved. Due to the outcome from the investigation, the reported break / detachment can not be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.